Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.0/4.5/177 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same size lens, implanted vertically due to refractive surprise. The problem was resolved. Reportedly, "both lens are placed vertically." Cause of the event is unknown.